Event description:
It was reported that prior to surgery the device overheated and it wasn't working. The battery pack was very hot and there was evidence that the batteries had corroded. There was no patient involvement. Due diligence is complete and there is no additional information available.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. E1 telephone number: (B)(6). G2 country: united kingdom.

Event description:
There is no additional information available regarding the event.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Following sections were updated or corrected: b4, b5, d2, d4, g1, g3, g6, h1, h2, h3, h4, h6, and h11. Visual examination of the provided pictures identified that there appeared to be corrosion on the battery terminals and deformation on the batteries in the pack. Review of the device history records identified no deviations or anomalies during manufacturing. The root cause of the reported issue is attributed to manufacturing and design issues. The reported event was confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.